Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue in troubleshooting activities. The display would not power on. The bme reported a light emitting diode (led) component fell out of the user interface when the unit was opened. A manufacturer's product support engineer (pse) evaluated the device and confirmed the report of no video during visual inspection and in follow up testing. The pse replaced the backlight inverter printed circuit board assembly (pcba). The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from the customer reporting no display on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The display would not power on. The bme reported a light emitting diode (led) component fell out of the user interface when it was opened. The investigation is ongoing.